Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm. The device was received with currents in specifications. No unexpected off no power without low battery indicator or blank display noted. No damage to the lcd board. It also had a scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display and button error alarm. The blood glucose at the time of the incident was 136 mg/dl. The customer also had an occasion where the device turned off without an alert. Troubleshooting was not able to resolve the issue. The device was returned for analysis.